Event description:
This is being filed to report the stroke requiring hospitalization. It was reported that the mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient has history of atrial fibrillation and a pre-existing greenfield filter that was out of position and a watchman device in the left atrial appendage that was leaking. Two clips were implanted, reducing mr to 2. After discharge from the hospital for the mitraclip procedure on (B)(6) 2021, the patient experienced left sided weakness and went to the emergency room. MRI confirmed a cerebrovascular accident (cva). The patient was discharged on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported cva could not be determined. The reported patient effect of cva as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.